Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was awakened by an auto-off alarm on most nights. Blood glucose was as high as 480 mg/dl. Tandem technical support educated the customer on the auto-off safety feature and recommended that customer contact their healthcare provider before modifying the setting.